Event description:
The customer indicated a pt had performed a home pregnancy test (test name was not provided). The result was positive (+). The customer indicated the pt had a urine sample tested with the icon 25 hcg test kit. The hcg result was negative (-). The urine sample was not a first morning void. The pt was sent to a hosp lab for a beta-hcg serum quantitative test; the result was 125.6miu/ml. The customer indicated that the test were repeated 4 days later (on fresh urine and serum). A urine sample was tested using the icon 25 hcg test kit; the hcg result was negative (-). The urine sample was not a first morning void. The quantitative serum beta-hcg result was 93.0miu/ml. The customer indicated that a physician suspected an ectopic pregnancy. No change to the pt treatment was reported that can be attributed to this event.